Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that during the exam, the arietta 850 screen went blank with nothing on the touch screen and the operation panel lights started to flash like it was rebooting. The patient was under anesthesia at this time. The site changed to the other arietta 850 and were able to complete the procedure. There was no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.